Event description:
The patient had a complete self expanding (se) peripheral stent implanted. Target limb instent restenosis occurred post index procedure. Clinically driven tlr/tvr was performed. The investigator indicated that the reported event was not related to the study device/procedure

Manufacturer narrative:
(B)(4).

Event description:
Date of index procedure confirmed. It was reported that the patient was hospitalised with chf approximately 21 months post index procedure and expired 5 days later. Investigator assessed that the event was not related to the study device or procedure.

Manufacturer narrative:
(B)(4). Evaluation results - inherent risk of procedure (revascularization).